Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Correction was administered through manual injections by the customer, negating the need for third-party assistance. Technical support decided to replace the malfunctioning pump. Customer can continue multiple daily injection (mdi) insulin therapy without interruption.